Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular lead was explanted. Initially, the doctor attempted a different technique for pacing at the left bundle branch but he was not able to capture the tissue, therefore, a reposition was needed. At this time the helix would not retract. He asked for a new lead that was implanted successfully. No additional adverse patient effects were reported.